Event description:
Caller stated that her freestyle libre 3 sensor is reading low which is not normal for her. When she tested her blood sugar with a needle stick the reading was high. She believes the device is defective.